Event description:
Complainant alleged that the clinicians were performing an open heart surgery procedure on a patient. The clinicians attempted to defibrillate the patient's heart using internal handles with the device, but the device did not discharge, and the screen displayed a "poor pad contact" message. The clinicians then obtained another set of internal handles. Again the device displayed a "poor pad contact" message, when the clinicians attempted to defibrillate the patient using this set of internal handles. The clinicians then obtained a third set of internal handles and and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.